Manufacturer narrative:
Date of event: unknown, not provided, but the best estimate date is between 2/4/2019 and 2/19/2019. (B)(4). All pertinent information available to johnson and johnson surgical vision has been submitted.

Event description:
It was reported that tecnis symfony intraocular lens was explanted from patient¿s operative eye in secondary procedure because of patient experiencing decreased visual acuity post implant. Reportedly, intraocular lens power was incorrect, -2.50 result. Visual acuity pre-op 20/60 and post-operative was 20/400. At explant an incision enlargement was required. There were no sutures, no vitrectomy required. No further information provided.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
Additional information: it was reported that the lens was explanted on (B)(6) 2019. Reportedly lens with model zxr00 +18.0 diopter was used as replacement for the patient. There was no incision enlargement, no sutures, no vitrectomy required. Patient was doing well with improved vision and happy. Date of event: (B)(6) 2019. If explanted, give date: (B)(6) 2019. Device available for evaluation: yes. Returned to manufacturer on: 3/1/2019. Device returned to manufacturer: yes. Device evaluation: the product was returned to the manufacturing site for evaluation. The lens was returned within a small plastic resealable biohazard bag kept inside another resealable plastic biohazard bag. A visual inspection of the lens shows it was cut in half, most probably to aid in explant. Due to the condition of the returned lens, further analysis is not possible. The complaint event could not be confirmed. Manufacturing record review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search on complaints related to this production order was conducted in the complaint system. The search revealed that two other complaints were received for this production order number. These complaints are not similar to the reported complaint issue. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the product. Conclusion: as a result of the investigation there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.